Manufacturer narrative:
The incident device evaluation showed the device failure is apparently the result of misuse. The jaws appear to have been clamped on large, rigid tissue. The instructions for use for this device warns against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.

Event description:
The report stated that during a vaginal hysterectomy, the surgeon performed two seals with the ligasure impact and then the handpiece locked up. The surgeon had applied the device, activated the seal function and then activated the cutting blade. The handpiece locked up during the cutting function. A second ligasure impact was opened. This time the surgeon was able to do 3 seals before the instrument locked up during the cutting function. The surgeon was cautious not to put tissue past the second notch on the handpiece. The surgeon used a third ligasure impact handpiece and did all the seals as double seals, then after about the third seal, the cutting switch would not return to position on its own after activation. The surgeon had to move the cutting switch back into position by hand. Device evaluation of the 2 returned devices on june 28, 2007 showed that on one device, the cutting blade is exposed, creating a potential for pt injury.